Event description:
The hcp reported the pt was experiencing weakness with a decline in function. The drug dose was decreased three times on a weekly basis. A rotor study and catheter study were done and reported as normal. The pt is being referred to pain anesthesiology for combination therapy as pt continues to decline in function.